Manufacturer narrative:
This value is the average age of the patients reported in the article as specific patients could not be identified. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. Information references the main component of one of the systems involved in the reported events; other applicable components are: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_ext, lot# unknown, product type extension; product ID 7428, lot # unknown, product type implantable neurostimulator; product ID 7428, lot # unknown, product type implantable neurostimulator; product ID 7428, lot # unknown, product type implantable neurostimulator. (B)(4).

Event description:
Sixel-doring, f., trenkwalder, c., kappus, c., hellwig, d. Skin complications in deep brain stimulation for parkinson¿s disease: frequenc,y time course, and risk factors. Acta neurochir (wien). 2010; 152(2): 195-200. Summary: we conclude that parkinson¿s disease (pd) patients have a risk for skin complications after deep brain stimulation (dbs) as long as the system remains in situ and there are at present no identifiable risk factors for skin complications after dbs, other than pd itself. Reported events: an unknown number of patients with deep brain stimulation (dbs) for parkinson's disease (pd) experienced 11 skin complications such as infection or erosion over implanted material at the burr hole cap within the first three years of implant. The authors report additional details which cannot be definitively associated with a specific patient or device component: in two patients with recurring skin erosions the authors performed percutaneous allergy testing for the different system components with a manufacturer allergy testing kit, but no cutaneous reaction to any of the components could be demonstrated; the authors reported that in 8 of 21 patients [see associated event for 1 of these] who experienced skin complications the complications led to a permanent explant of the dbs system; in 3 of 30 events the skin complication was preceded by local injury; 8 of 30 events showed signs of infection with local inflammation and putrid secretion [including those captured in pli 40 <(>&<)> associated event]; and the remaining 19 complications app eared as aseptic necrosis over the implanted material. Associated factors in those cases occurring after the end of the first post-operative year included previous skin complications during the first year, or dental infection (apical parodontitis). Bacterial cultures were performed in all skin complications and diagnosis of infection was confirmed in the reported cases. In the 22 cases which did not result in permanent system explant the authors noted that a local surgical procedure, antibiotic treatment, and/or replacement of system components were successful. An unknown number of patients with dbs for pd experienced 10 skin complications such as infection or erosion over implanted material along the course of the extension cables within the first 4 years of implant. The authors report additional details which cannot be definitively associated with a specific patient or device component:in two patients with recurring skin erosions the authors performed percutaneous allergy testing for the different system components with a manufacturer allergy testing kit, but no cutaneous reaction to any of the components could be demonstrated; the authors reported that in 8 of 21 patients [see associated event for 1 of these] who experienced skin complications the complications led to a permanent explant of the dbs system; in 3 of 30 events the skin complication was preceded by local injury; 8 of 30 events showed signs of infection with local inflammation and putrid secretion [including those captured in pli 40 <(>&<)> associated event]; and finally the remaining 19 complications appeared as aseptic necrosis over the implanted material. Associated factors in those cases occurring after the end of the first post-operative year included previous skin complications during the first year, dental infection (apical parodontitis), and prostate carcinoma with liver metastasis. Bacterial cultures were performed in all skin complications and diagnosis of infection was confirmed in the reported cases. In the 22 cases which did not result in permanent system explant the authors noted that a local surgical procedure, antibiotic treatment, and/or replacement of system components were successful. An unknown number of patients with dbs for pd experienced 7 skin complications such as infection or erosion over implanted material at the ins site within the first four years of implant. The authors report additional details which cannot be definitively associated with a specific patient or device component: in two patients with recurring skin erosions the authors performed percutaneous allergy testing for the different system components with a manufacturer allergy testing kit, but no cutaneous reaction to any of the components could be demonstrated; the authors reported that in 8 of 21 patients [see associated event for 1 of these] who experienced skin complications the complications led to a permanent explant of the dbs system; in 3 of 30 events the skin complication was preceded by local injury; 8 of 30 events showed signs of infection with local inflammation and putrid secretion [including those captured in pli 40 <(>&<)> associated event]; and finally the remaining 19 complications appeared as aseptic necrosis over the implanted material. Associated factors in those cases occurring after the end of the first post-operative year included previous skin complications during the first year, dental infection (apical parodontitis), and prostate carcinoma with liver metastasis. Bacterial cultures were performed in all skin complications and diagnosis of infection was confirmed in the reported cases. In the 22 cases which did not result in permanent system explant the authors noted that a local surgical procedure, antibiotic treatment, and/or replacement of system components were successful. A patient with dbs for pd experienced skin complications at the ins site with signs of infection. Signs of infection included local inflammation and putrid secretion. Bacterial cultures were performed in all skin complications and diagnosis of infection was confirmed. Associated factors listed by the authors included disease progression with falls. The authors reported that in 8 of 21 patients [see associated event for 1 of these] who experienced skin complications the complications led to a permanent explant of the dbs system, and in the 22 cases which did not result in permanent system explant the authors noted that a local surgical procedure, antibiotic treatment, and/or replacement of system components were successful. It remains unclear whether which interventions occurred for this particular event. Information pertaining to outcome remains unclear. It was reported that either 3389 or 3387 leads were implanted and an unknown number of 7495 extensions. All patients were noted to have received 7428 implantable neurostimulators. It was not possible to ascertain specific device serial numbers from the article or to match the reported event with any previously reported event. Follow-up to the article's corresponding author has been requested for patient/device info, event dates, to clarify which interventions/outcomes occurred for which events, and for additional missing required fields. A supplemental report will be submitted if additional information is received.